Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side "capsular contracture with a baker grade unknown." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture with a baker grade unknown." Device has been explanted.